Manufacturer narrative:
Reported event: an event regarding abnormal ion level, disassociation & wear involving an unknown accolade stem was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Update: head disassociation based on the revision operative report. The findings at revision surgery of the right hip on (B)(6) 2019 states ¿femoral head dissociated from trunnion of the titanium accolade 1 femoral stem with taper wear of the trunnion and extensive metalosis throughout the joint.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown accolade stem was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level, disassociation and metallosis involving an accolade stem that mated with a metal head was reported. The event was not confirmed. Method & results:  -device evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: (B)(6) 2008 implant sheet stryker products: 58 mm shell, 36/0degree x3 liner, #3 accolade plus stem, 36/+5 lfit cocr head. 5/4/19 "surgical documentation ... Revision right tha ... Diagnosis failure right tha ... Spinal anesthesia/ post-lat approach ... Findings: femoral head disassociated from trunnion ... Taper wearing extensive metallosis ... Removal of acetabular insert, disassociated femoral head and femoral stem ... Debridement of metallosis ... Reimplantation modular restoration hip system with dual mobility articulation ... Trochanteric cable plate fixation greater trochanteric fracture ... Weight greater than 300 pounds ... Sharp pain day before yesterday ... X-ray disassociated femoral head ..." Uncomplicated surgery described. No clinical or pmh, no patient demographics, no primary tha operative report, no imaging studies, no lab or surgical pathology reports, no examination of explanted components. Based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case.  -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA . The event was not confirmed and the root cause could not be identified. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6), 2008 and was revised on (B)(6), 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Update: head disassociation based on the revision operative report. The findings at revision surgery of the right hip on (B)(6) 2019 states ¿femoral head dissociated from trunnion of the titanium accolade 1 femoral stem with taper wear of the trunnion and extensive metalosis throughout the joint.